Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention took place on (B)(6) 2022 wherein the scs system was revised due to MRI necessity. During the procedure, one of the screws was not able to lock into the header, therefore the lead was not secured. As a result, the ipg was explanted and replaced during the revision. The issue was resolved, and therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.